Event description:
It was reported that electrode 15 had impedances greater than 10,000 but it was not being used.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced 'a loss of therapeutic effect.' It was further reported that the patient experienced 'more headaches' and that the implantable neurostimulator (ins) was 'not working to control them at all.' It was noted that 'the increase in migraines may have been due to stress.' It was also reported that the ins was 'turning off.' The first time that stimulation turned off was reported as having occurred during '(B)(6) 2013.' The stimulation was also reported to have shut off 'a few times the last couple of weeks' prior to report. The patient stated that 'the programmer shows stimulation is off when she feels stimulation turn off.' Impedance testing revealed that the 'measurements are normal.' It was noted that the patient had allowed the implant battery to get 'very low a couple of times.' The ins was reprogrammed in an attempt 'to get better coverage on one side.' The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).